Event description:
It was reported that during a percutaneous coronary intervention (pci), stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified distal right coronary artery (rca). A taxus stent was implanted and the physician attempted to deliver the 3.50x16mm taxus liberte stent to the proximal side of the implanted stent but was unable to cross the lesion. The physician removed the device outside the patient's body and it was noted that the proximal part of the device was flared. The procedure was successfully completed with the placement of a non-bsc stent. No patient injuries or complications were reported. Patient condition listed as "good."

Event description:
It was reported that during a percutaneous coronary intervention (pci), stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified distal right coronary artery (rca). A taxus stent was implanted and the physician attempted to deliver the 3.50x16mm taxus liberte stent to the proximal side of the implanted stent, but was unable to cross the lesion. The physician removed the device outside the pt's body and it was noted that the proximal part of the device was flared. The procedure was successfully completed with the placement of non-bsc stent. No pt injuries or complications were reported. Pt condition listed as "good."

Manufacturer narrative:
Device evaluated by manufacturer: examination of the stent delivery system and stent revealed stent damage and tip damage. The stent had three struts extending back from the proximal end at 180 degrees. The undamaged portion of the returned stent met the applicable specification for outer diameter. Contrast and blood were visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and or procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).